Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. A battery longevity discrepancy was observed. The battery trend curve was normal. It was noted that the discrepancy can be caused by small fluctuations in battery voltage and cause the programmer to display a longevity estimate that is longer than expected. The patient will continue to be monitored